Event description:
Information received that the power cord had poor ground reading no injury reported.

Manufacturer narrative:
Technician found the bed in repair area. Symptom: poor ground reading on power cord. Cause: hard use. Repair: replaced power cord (B)(4) to resolve this issue.